Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 (mg/dl). Customer changed infusion site and delivered correction boluses to stabilize bg levels. Customer was referred to health care provider for possible factors that may affect bg levels.